Event description:
"On call" spoke to patient who is having trouble with her pumps. When trying to start infusion, it immediately stops. There is no kink in the tubing, batteries are full, cassettes are attached properly. Suggested that this may be a cassette issue. Told patient to mix a new cassette, use a new tubing, and see what happens. Informed her to call us back immediately if this does not work. Spontaneous. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Unk at this time; is the infusion life-sustaining? Yes. What is the outcome of the event? Unk at this time. Reported to (B)(6) by pt/caregiver.